Event description:
It was reported to medtronic minimed that the customer experienced almost all pump buttons were hard to press and required multiple attempts, with no improvement after battery replacement, low reservoir anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
All buttons function properly. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low reservoir alarm was set to 20 units and it alarmed and functioned properly. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully download using thump for history files and trace files. Pump was cut open to perform visual inspection and found no damage on the electronic assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked belt clip rails, cracked case, and scratched case. Low reservoir anomaly was not confirmed. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.